Event description:
It was reported that a pta balloon used to treat an in-stent stenosis in the right iliac ostium ruptured at 10 atm during the first inflation and detached from the catheter shaft while the device was being withdrawn from the pt. Reportedly, once the balloon catheter was removed from the introducer sheath, it was observed that approximately 95% of the pta balloon and entire balloon inner catheter had separated from the device and remained in the pt. Angiography identified the two pta balloon radiopaque markers. A snare was used to successfully retrieve the detached portion of inner catheter. Upon removal, it was observed that the balloon material had separated from the inner catheter. The introducer sheaths and drapes were examined in attempt to locate the detached balloon material, however, it could not be found. Bilateral angiography down to the level of the popliteals was performed and demonstrated suitable results within the treatment site, however, no remnants of the pta balloon could be observed. The procedure was then completed. While in the recovery room, the pt demonstrated no palpable pulse on the right side. Pre-operatively, the right (abi) measured 88. The pt was taken to surgery where cutdowns were performed at both the popliteal and femoral arteries. A small portion of the pta balloon was located and removed. A larger portion of the pta balloon was located in the right common iliac artery. A stent was then implanted, covering the remaining portion of pta balloon. Post-operatively, there was a significantly improved palpable pulse on the pt's right side.

Manufacturer narrative:
The lot number is for the device is not known. Therefore , a review of the device history records could not be performed. The sample will be retained by the user facility. Therefore, an evaluation could not be performed. The investigation is currently underway. This application represents an off-label use for this device. This device is not indicated for use in the dilatation of stents.